Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: embolectomy. Event description: "our customer complained to us for a python a4e05 device. The device broke to two pieces during withdrawing." "The catheter broke during withdrawing." Three photographs are provided. The device is available for return. Additional information received via email on 08feb2018 from product specialist from (B)(4), distributor. The date applied medical was made aware of the event was 06feb2018. The date applied contacted on the cer form of 20dec2017 was the date the hospital contacted the distributor. "I misunderstood the date as when the hospital contact us." Type of intervention: na. Patient status: "no injury"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of device breakage. The body of the catheter was separated after the 30 cm mark. Applied medical has reviewed the details surrounding the event and returned products. At this time, applied medical is unable to determine the root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements, which are intended to further minimize the likelihood for this type of event to occur.